Event description:
It was reported that a 71-year-old male patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered complete heart block which required a pacemaker implantation. While ablating, they caused a complete heart block. The physician they noticed a drop beat and advised the physician that radio frequency was terminated 1.7 seconds later. The patient had a junctional escape of 50-60 beats per minute. They waited 75 minutes to see if the patient would recover. The physician believed there may have been transient conduction through the node, but it was still decided to implant a dual-chamber pacemaker. The patient is stable and is staying overnight for observation. The closest visitag to the closest documented his tag was 19.3mm. The patient had an enlarged aorta. They were also using an intracardiac echocardiography (ice) catheter. They used 30 watts for the radio frequency energy. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was abnormal anatomy. The patient outcome of the adverse event was unchanged. The patient had to stay overnight due to the time the pacemaker was implanted per current hospital's protocol.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-jun-2022. The device evaluation was completed on 07-jun-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4)